Event description:
Patient was revised to address infection and disassociation of the stem and taper assembly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A depuy (B)(4) product development engineer examined the returned products; no indications were noticed as to why the implants disassociated. Requests for additional investigational inputs were made in accordance with wi-7915 appendix c. Territory office communicated no additional information is available. A search of the complaint database found no additional reports for the stem and head product and lot code combinations; one additional report for infection for the provided taper assembly product and lot code combination. Review of the sterile certifications verified all three provided part and lot code combinations have been sterilized. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.